Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department reported that the, retractor handle, synthes evaluation equipment failed inspection: missing blade screws. No surgical information available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: no patient involvement. Device is an instrument and is not implanted/explanted. A service history evaluation/review was attempted on lot #3082246, no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 4-feb-2009. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Another service & repair evaluation was performed: the customer reported the blade screws were missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: blade screw. This item was repaired, passed synthes final inspection and returned to the customer on (B)(4) 2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.